Manufacturer narrative:
Embolism-device, eval conclusions: severely calcified, lack of info.

Event description:
A 2.5 mm diameter x 30 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. Lesion morphology was reported to be 90% calcified. It is unk if the lesion was pre-dilated. It was reported that the stent dislodged. No add'l clinical sequelae were reported and the pt is fine.